Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Channels 11 and 12 deactivated due to high impedance. Another appointment took place on (B)(6) 2014; electrodes channels 10 and 9 showed increased impedances as well.